Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for nail, part and lot number unknown. Additional common device name: hwc. (B)(6). PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a proximal femoral nail antirotation blade (pfna ) jammed, did not turned around during the insertion, resulting in the impactor device breaking. This report is for the unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the device history revealed no abnormalities which could indicate problems with the lot or with units of the lot. In the context of the investigation the product composed of three parts, was disassembled and reassembled according to the assembling procedure se_192010 (including a functional test). The product could be reassembled without problems. Taken together the product fulfills the requirements, therefore the complaint is classified as unconfirmed and invalid , because no malfunction could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.